Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, which led to a pump shutdown. The customer's blood glucose (bg) was 242 mg/dl. Reportedly, the customer successfully turned the pump on and charged the pump by plugging it back into the power source. The customer continued to use the pump for insulin therapy.